Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors that could have led to post operative bleeding includes: health and the patient's compliance to post op instructions, types of food consumed, certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Wait on product evaluation if the device is returning. Proceed based on information provided and/or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. (B)(6) and/or (B)(6), medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information surgical procedure/post-operative care review. Device labeling (including technique guides, ifus, etc.) No clinically relevant supporting documentation was provided; therefore a thorough medical investigation could not be performed of the reported approximate 4 re-bleeds over 4 months. Should clinical documentation become available in the future, the clinical medical task may be re-evaluated. No further medical assessment is warranted at this time.

Event description:
It was reported that, after a tonsillectomy procedure, the patient experienced a post-operative rebleed. All further information is still unknown.